Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed), and there was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The inner tubing was kinked/buckled, there was a tip seal observation, and it appeared to have been damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant of the right ventricular (rv) lead the helix was retracted in order to reposition the lead, however upon repositioning the screw was blocked and would not extend. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant of the right ventricular (rv) lead the helix was retracted in order to reposition the lead, however upon repositioning the screw was blocked and would not extend. It was further reported that the lead was not used, and was not replaced. No patient complications have been reported as a result of this event.